Event description:
During a hernia repair, a monopolar cable melted on the generator end where the plug meets the cable. Once it shorted, it caught fire. There was no injury to the patient and after the event, the surgery was completed as planned. No one in the operating room was injured.